Event description:
Information was received indicating that this syringe infusion pump exhibited a motor does not work error message. No adverse patient effects were reported.

Manufacturer narrative:
One used medfusion 3500 syringe pump was received for investigation. A visual inspection revealed the device to be in poor physical condition; parts of the plunger head were missing. A review of the pump event history log found a "motor not running" error. The pump could not run to be tested for the motor not running issue due to missing parts in the plunger head. The root cause was determined to be a user interface issue; the failure is a result of the customer/user interfacing with the product in a manner inconsistent with the IFU. Customer removed components from their pump which caused the pump to not operate properly.